Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet system and changed supplies multiple times before contacting customer care for assistance. Replacement cartridges, connectors, and infusion sets were arranged, and troubleshooting and user education were completed. The reported symptoms included elevated blood glucose, with no additional complications noted. The outcomes of the event included no alerts or alarms and no hospitalization. The investigation included customer care troubleshooting and review of the user-reported device use and supply changes. Investigation of the case revealed no confirmed device malfunction and no alert activity, and the issue was managed through replacement of disposable components and education. Based on previously established findings for similar reports, the cause was concluded to be indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.